Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempted implant, the physician was trying to deploy this left ventricular lead through the coronary sinus catheter, but the lead was getting stuck. Several attempts with different wires were made to let the lead pass through smoothly but it wouldn't go. Another lv lead was used, which passed through the catheter perfectly. The patient was fine during the procedure and post procedure.